Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgery center reported a cataract patient presented with toxic anterior segment syndrome (tass) when using the phaco sleeve model opohf21l. A brief description from the surgeon indicated that he had 4 to 5 procedures on the day of incident and only one patient presented with tass. The only variable that he could think of for the case is using a brand new orange phaco sleeve. The surgery center reported the patient appears to be improving and responding to treatment.

Manufacturer narrative:
The product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. The review of the device history record (DHR) for opohf21l lot number 60072790. Showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No deviations that could affect the sterility assurance were reported. Prior to final product release, this review is also performed to confirm that all device meet material, assembly and performance specifications. A record review was performed. A product deficiency review was performed. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No nonconformity report or documentation or labeling change is required. Johnson & johnson surgical vision will continue to monitor this type of complaints the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.